Manufacturer narrative:
Replacement of abutment and/or abutment screw due to unclear reasons. No clinical signs were reported. The procedure took place on (B)(6) 2024.

Event description:
Replacement of abutment and/or abutment screw due to unclear reasons. No clinical signs were reported. The procedure took place on (B)(6) 2024.